Event description:
An article titled "a ubm-based big data model for individualized icl size selection in myopic eyes" about high vaults, low vaults and elevated iop with conservative management. Cause of the event was not reported.

Manufacturer narrative:
Claim#(B)(4).